Event description:
Contact reported that a screw was being inserted. At 3/4 of the way down the tip of the screwdriver broke off in the screwhead. Surgeon was unable to remove the screw. It was down far enough; so, it was left in place. As an unintended portion of the device was left implanted, an MDR was filed to document this event.

Manufacturer narrative:
Tip of the driver is broken off. The portion that remains is twisted from applied force. The condition of the tip prior to breakage is unk. A definitive root cause cannot be determined at this time. Rep reported that scrub tech might not have had the screw fully tightened on the driver. Visual examination indicates that atypical force was applied to the driver.